Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. The cause of low bg was unknown. The customer was unconscious because of the low bg and received third party assistance from their spouse and emergency medical technicians (emts), who provided intravenous therapy (IV) of glucose and provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.